Manufacturer narrative:
The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet`s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ncb peri-prosthetic femur plate on (B)(6) 2017. Due to fracture of the plate the patient was revised on (B)(6) 2017.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: plate breakage. Review of event description (event details, per): patient was implanted an ncb peri-prosthetic plate on (B)(6), 2017. Subsequently on (B)(6), 2017, implant broke and the patient underwent revision surgery on (B)(6), 2017 to exchange the plate. Review of received data: two examination reports were received in flemish. The reports were translated as follow: (B)(6) 2017: additional long lateral plate and screw osteosynthesis on the femur to stabilize distal diaphysis fracture. No consolidation of this fracture. Transverse fracture of the osteosynthesis plate in the middle of one-third, not present on the previous study of 23 march. (B)(6) 2017: total knee prosthesis. Extensive osteosynthesis in the distal femur; there is a big clearance with fracture in the distal one third of the femoral diaphysis; at this height a fracture of the osteosynthesis plate can be seen. Fragments were moved in a slightly angled position compared to the records of (B)(6) 2017. Soft tissue calcifications adjacent. Osteoporosis present. Devices analysis: visual examination: the broken ncb plate was returned. It can be seen that the fracture is located through the middle hole of the three hole pattern. The visual examination shows that the broken hole was drilled . It is unknown when this was done. On the backside of the plate, it can also be seen that some bore holes were drilled. The fracture surface of the broken parts are heavily deformed. As polished areas are present on the fracture surfaces, no analysis of the fracture pattern can be done. In addition, the plate shows several scratches on the plate surface. It is unknown when and how these deformations occurred. Review of product documentation: the correct plate implantation is described in the surgical technique. Root cause analysis: root cause determination using rmw: - breakage of implant due to movement between implants leads to notching / fretting not possible -> no signs of notching. - breakage of implant due to inadequate implant design & material (fatigue strength - lifetime of the device) not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to chemical / galvanic / crevice corrosion of material not possible -> no signs of corrosion found. - breakage of implant due to implant will be implanted against contraindication possible, no further specific information was received. - breakage of implant due to wrong interpretation of in situ device position and/or dimension possible, no x-rays received. - breakage of the implant due to wrong interpretation of x-ray template for dimensions possible, no x-rays received. - breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent possible, no further specific information was received. - breakage of implant due to user define incorrect placement of the spacers and plate possible, it is unknown if spacers were used. - breakage of implant due to user perform improper handling of the plate during insertion possible, it is possible that the user did a wrong handling during the implantation. - breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible the plate was not bent. - breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction possible, no further specific information was received. - breakage of implant due to patient do not follow the postoperative protocol possible, no further specific information was received. Conclusion summary: the ncb pp plate was in vivo for approx. 5 months. The visual examination of the products indicates that no material defects that could have triggered the fracture could be detected. No x-rays have been received. In the provided documents it was mentioned that the patient has osteoporosis. Adherence to rehabilitation protocol is unknown.there are several factors which may have contributed to the breakage: it can be that the plate was over stressed during the in vivo time or a wrong patient behaviour can also be the cause for the breakage. However, an exact root cause for the plate breakage could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ncb peri-prosthetic femur plate on (B)(6) 2017. On the right side. Due to fracture of the plate the patient was revised on (B)(6) 2017.